Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient experienced skin overgrowth and infection at the abutment site. Subsequently, the patient was prescribed oral antibiotics (date not reported); the abutment was removed and the site was sutured closed. The implanted device remains.